Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filling during recirculation mode. A pt was not connected to the machine at the time of the incident. There were no occlusion to the drain. The drain line meets specs. The facility's biomed tech, with the assistance of a fresenius regional equipment specialist tech was able to replace the flow regulator as well as air separator. The machine has been returned to service without any repeat of reported malfunction.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. Field service investigation was performed, but no parts were returned for failure analysis investigation. The reported issue of "filling of saline bag'' was addressed by CAPA. A device history record review was conducted and confirmed that there were deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification.